Event description:
It was reported that the 9800 system was making a loud popping noise and arcing from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The tube, high voltage tank, generator drive, backplane and cable were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.